Event description:
This event was rpeorted to customer service via a phone call from laura, the end users daughter on 03/06/2006. Per reporter her mother used the commode last night. The daughter claims the mother was injured. The mother claims "the back right leg sheared in half." The daughter describes the location of the break as near the top of the leg. The daughter claims her mother received quite a few injuries as a result of the fall she took when the lag broke. When asked if her mother had been taken to her doctor. The daughter claims they will be visiting the ER today. The daughter claims the end user has the following injuries: right wrist possibly broken, right side face and head bruised, ribs on her right side very bruised. Lastly her right elbow and palm of her right hand have cuts and abrasionc after the event reporter called again and reported that her mother suffered a large hemotoma and is being observed over the next two weeks for bleeding. Sunrise has requested the unit be returned for evaluation.